Event description:
(B)(4). Pelvic pain, painful periods including blood clots and irregular bleeding, fatigue, loss of energy, weight gain, joint pain, foot pain, overheating (warm sensation shooting through my insides) rashes in blotches around belly), yeast infections.